Event description:
Medtronic received info that this bioprosthetic mitral valve was abandoned prior to implant due to a broken ratcheting suture on the cinching holder mechanism. The valve was not used, and there was no pt involvement associated with the event.

Manufacturer narrative:
Evaluation - device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined as analysis has not been completed. Analysis: the product has been returned to medtronic for analysis, however, the analysis has not been completed. Without this info, analysis is limited to review of the device history record, which shows that the product met manufacturing specification when released for distribution. Conclusion: no definitive conclusions can be drawn at this time regarding the performance of the device, as analysis has not been completed. Although the product did not cause or contribute to a death or serious injury, info obtained in 2008 indicates that the malfunction meets the reportable malfunction requirements. Consequently, this MDR is being submitted in accordance with the regulation. Medtronic continues to monitor field performance to detect similar events, and will provide a follow up MDR upon completion of the analysis.